Manufacturer narrative:
According to our resources, the lead remains in service at this time. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this atrial lead was exhibiting noise, myopotential oversensing and out of range impedance measurements which triggered the lead safety switch (lss) on the associated device. Lead testing during isometrics and pocket manipulations, noted an impedance measurement of 280 ohms. Insulation damage was suspected. The patient only paces 2-3% in the atrium and the associated device had one year of device longevity. Therefore, the lead was reprogrammed to bipolar configuration and remained in service. Additional information was received stating this lead is now going to be replaced. No adverse patient effects were reported.